Event description:
During testing by zoll's technical svc dept, the unit inappropriately discharged without the multifunction cable test connector attached and the unit did not display the appropriate "elect.pads off" message. There was no pt involvement in the reported failure.